Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Additional information from the customer states this issue was discovered prior to the case and not during a procedure. There was no patient injury. No damage or abnormalities were observed. No errors, alarms, alerts or warnings were received. The connection was secure and the settings were correct. No residue was observed on the electrical contacts. No further information was able to be provided. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is as follows: the device has been in operation for more than 6 years, and it is assumed that the electrical contact between the scope and the processor became unstable due to wear of the locking mechanism of the connector due to repeated connection of the scope for a long period of time, or damage to the connector lock part due to connection of the scope without lowering the connector lock lever. The legal manufacturer confirmed that the content in instructions for use describes¿ no images (failure of locking mechanism of video connectors)¿ handling of the device is described below in the instruction manual and this phenomenon may have prevented push the video connector of the video scope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. It was confirmed that there was no as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation unevenness.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image when connected to the camera¿ was not confirmed. The unit¿s image was found to be normal. However, the video connector was noted to be worn and causing a poor connection. There was normal wear noted on the unit¿s housing. The unit was equipped with the new type switch and outdated software. The unit was repaired and returned to the customer. An investigation is ongoing to obtain additional information from the user facility regarding the reported event. If additional information is obtained this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, when the camera was connected to the video system there was no image. It is unknown if the intended procedure was completed. There was no patient injury.